Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that while inserting the ar-3638 suture into the patella, the shaft broke apart about 15 mm from the tip of the anchor. The surgeon removed the broken piece and surgery was successfully completed. No adverse effect to the patient reported.